Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Cartridge and infusion set were changed. Correction boluses were delivered to address bg. Pump system check was performed with tandem technical support (cts) and no pump issues were identified. Reportedly, customer used humalog in the cartridge for 3-4 days versus the labeled 48 hours. Cts reminded customer that humalog was labeled for 48 hours; customer acknowledged information.